Manufacturer narrative:
Additional information indicated that two catheters were used in the same patient/same procedure and the same problem occurred. As reported, the physician was unable to deflate the balloon, at all. Fortunately, the urethra was large enough to remove the catheter with the balloon inflated. It was also not possible to deflate the balloon after removal from the patient. The inflation medium used was 100% (undiluted) hexabrix contrast medium, which has a listed viscosity of 7.5mpa s at 37 degrees c. Although hexabrix is marketed as a low viscosity contrast medium, the fogarty instructions for use contain the following warning: use of highly viscous or liquid suspension media is not recommended due to the possibility of catheter lumen occlusion. Although a relationship between the deflation difficulty and the inflation medium used cannot be determined with certainty, the possibility cannot be excluded. This medwatch report is associated with medwatch report # 2015691-2012-17298.

Event description:
The original report indicated that the balloon did not deflate during use. Additional information clarified that the surgeon implanted a (j&j) urethral catheter in a child. At some point later, the physician attempted to use a fogarty embolectomy catheter to remove the urethral catheter. The fogarty was inserted through the urethral catheter and when the balloon tip had passed the end of the urethral catheter, the balloon was inflated and an attempt was made to pull the catheters out. There was no indication in the report whether or not the urethral catheter was successfully removed with the fogarty; it was reported that the fogarty balloon would not deflate after the attempt. No patient injury was reported. The reporter of the complaint noted that the fogarty catheter was being used outside its indication and this may have been the cause of the event.

Manufacturer narrative:
The product was not returned for evaluation; it was discarded at the hospital. Embolectomy catheters are generally used in procedures for the removal of arterial emboli in distressed vessels. This product was not designed as a mechanism for retrieval of other devices. Neither the complaint nor the failure mode could be confirmed without return of the device. The fogarty catheter was designed to prevent arterial damage, as much as possible, and with excessive pull-forces, the balloon will release from the proximal winding and move down the catheter body. This may have occurred in this case, as the pull force needed to remove an implanted urethral catheter would likely be significantly higher than the force needed to remove clots from the arterial system. It is possible that the balloon was pulled distally on the catheter beyond the inflation holes, which would have trapped the inflation liquid in the balloon, thus preventing deflation. While these circumstances cannot be confirmed, review of the available information suggests that procedural factors and device handling may have contributed to the event. A review of the manufacturing records indicated that the product met specifications upon release. No actions will be taken at this time.